Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a2101 - device markings / labelling problem.

Event description:
Material #: 302830 batch #: unknown it was reported by customer that printing on syringe was printed twice. Verbatim: printing on the syringe is printed twice.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received. Material #: 302830, batch #: unknown. It was reported by customer that printing on syringe was printed twice. Verbatim: printing on the syringe is printed twice.